Event description:
It was reported that "backed out screwdriver and screw has cross-threaded."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. (B)(4) xia 3 titanium polyaxial screw dia 6.5 x 45 mm was cross threaded with the screwdriver. The extent of its involvement with the screwdriver cross-threading is not known at this time. Once received for evaluation the decision for reportability will be determined.